Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and pacing inhibition of two seconds on the right ventricular channel. Reprograming of the device, a lead revision and a future defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and pacing inhibition of two seconds on the right ventricular channel. Reprograming of the device, a lead revision and a future defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received confirming this device was explanted and replaced is it not expected to be returned. No further adverse patient effects were reported.